Event description:
The customer contacted baxter's service center regarding a system error (se) 2240 (air in line); which occurred on the homechoice (hc) during use. The technical service representative (tsr) the home patient (hp) with troubleshooting the alarm. The hp would start over with new supplies. Baxter product surveillance contacted the hp on (B)(6) 2012 the regarding reported problem. The hp stated they did start over without further problems. They stated they did not notice anything unusual or different with the supplies that could have caused the alarm. The hp stated they did talk to their nurse about the alarm. The hp stated therapy is going fine. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The system error (se) 2240 was not confirmed. The root cause of the complaint was undetermined. The lot number was unknown therefore a batch review was not performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.